Manufacturer narrative:
Date of event was approximated to be (B)(6) 2019 as no specific event date was reported. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex esophageal stent was implanted in the airway during a pulmonary bronchoscopy procedure performed on (B)(6) 2018. Reportedly, the stent was implanted after a lung transplant procedure. The patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, 2-3 metal rings of the stent were noted to be fractured during imaging procedure performed on an unknown date. Reportedly, the stent was not removed due to the fracture. The physician also reported that the patient has been violently coughing a lot due to their underlying condition, unrelated to the stent, and this may have been what broke the stent. There were no patient complications as a result of this event.